Manufacturer narrative:
As reported, capsure device deployed two connected fasteners during third fire. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during simulated use testing, however, the device was found to be out of sync during testing. While this did not affect the device as received the setback going out of sync likely led to the performance issues reported. The tack setback likely went out of sync as the result of an event occurring user/device interface and is not indicative of the as manufactured condition. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during laparoscopic transabdominal preperitoneal inguinal hernia repair, the capsure fixation device deployed two connected fasteners during third shot and did not fixate the mesh. It was reported that the first and second fastener fixated successfully. It was also reported that the device did not work properly during dry fire and another product was used to complete the procedure. There was no reported patient injury.